Event description:
It was reported that a patient had a hip replacement on (B)(6) 2019. In (B)(6) 2019 a revision surgery had to perform for unknown reasons and three devices were exchanged. No information (part, lot numbers) is available. Today, (B)(6) 2020) the patient is complaining about a hip dislocation. No additional medical intervention has been performed in order to correct this problem yet.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without the relevant clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include a fit/sizing issue or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.